Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 2 mos. After the dental implant and abutment were placed in ada site 5 in the mouth, the implant had not integrated in type ii bone. Clinician reports an infection, pain and trauma. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
The clinician reports 2 mos. After the dental implant and abutment were placed in ada site 5 in the mouth, the implant had not integrated in type ii bone. Clinician reports an infection, pain and trauma. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).